Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were pulling the specimen out of the incision in a laparoscopic cholecystectomy, the bag part of the device was torn and the specimen fall into the patient. They used another same device to retrieve the specimen and to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Specimen pouch was torn along the seam\weld. Tearing occurred midway to the distal tip of specimen pouch. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the observed condition may occur if the specimen pouch contacts a sharp object or traumatic instrument and pouch subsequently rips under tension; or the specimen pouch was subjected to excessive force/misuse from the end-user in removing the bag from the patient. If information is provided in the future, a supplemental report will be issued.